Manufacturer narrative:
E1: initial reporter address: (B)(6) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the transfer set and minicap which resulted in iodine leakage. This event was further described as, ¿had iodine leakage as the set cannot be tightly connected to mini cap¿. This occurred at home after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.